Event description:
It was observed that during the device evaluation, the bronchofibervideoscope had a residual liquid or foreign material come out of connector block assembly unit on the control section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. There is no evidence to suggest that the complaint cause is traced to manufacturing, packaging, or labeling, or to repair activities. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.